Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and the back haptic was torn during insertion. The lens was removed and replaced with same model lens without any pt injury.

Manufacturer narrative:
Eval results- visual inspection of the returned product showed that the lens was split in half and part of it was torn off and missing. There was a clear surgical residue on the lens. Conclusions: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.